Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The pump had been placed in an undergarment and after it was removed, the bolus resumed without any further alarms. The customer's blood glucose level was not impacted. Tandem technical support did not perform a system check as the insulin had resumed delivery without any further issues.